Event description:
Ethicon endopath ets flex 45 broke during use. Unclear as to what the issues is: outcome unable to utilize in designed fashion. Diagnosis or reason for use: cholecystitis. Event abated after use stopped or dose reduced?: #1: yes, #2: yes.